Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. Initial reporter also sent. Report to FDA is unknown. No information has been provided to date. 510k number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cassette caused beeping and no disposable alarm when first cassette was attached to pump. The tubing was not flat on top of cassette after pushing green button and pushing down on the tube in that groove. Patient switched to new cassette and pump started without alarm. No patient injury was reported.